Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported the device status was noted as ¿eri.¿ the patient was not receiving effective therapy. No further information was provided. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
The consumer, via the manufacturer representative, reported the battery had prematurely depleted. The listed settings were 6,7 v, 14 hz, and 210's.&#62702; the device was programmed to 1- 0+. No surgical intervention had occurred and it was unknown if a procedure had been planned. No further information was provided. Further follow up regarding the outcome of the event is being conducted. A follow up report will be sent if additional information is received.